Event description:
Customer reported clinical isolate coagulase negative misidentified on the pos breakpoint combo type 20 panel. Secondary test methods confirmed the misidentification. Results were reported to the physician. Customer reports pt death, but that the isolate identification did not cause or contribute to the pt outcome. The exact date of the pt death is unk. The cause of the incorrect identification is unk.

Manufacturer narrative:
Evaluation: clinical isolate has been requested by siemens healthcare diagnostics for testing. Results - results were confirmed using alternate test methods by the customer. Conclusions - performance against a reference method tested by the customer is acceptable. The malfunction continues to be under investigation.